Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion in a pts severely calcified and tortuous rca. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated several times. It was reported that it was highly challenging to get balloons to the lesion site and a few nc balloons did not cross the lesion. The physician inspected the stent prior to use, and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician failed to pass the stent through the highly calcified previously stented lesion to deliver the stent to the distal lesion. It was reported that the tip got caught in the proximal rca, where there was a ledge of calcium. The physician was unable to get the stent past the calcium with some aggression. On withdrawing the device, the guide was not coaxial and the stent dislodged in the proximal rca. The physician attempted to get a balloon through the stent but was unable to do so. He pancaked the stent against the vessel wall in the proximal rca with a balloon, and caged it against the wall with another endeavor stent. Pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Eval results: dislodgement. Severely calcified tortuous vessel. Previously deployed stent. (Intervention required).